Event description:
Customer reported new primary IV line placed on pt. On night of (B)(6), 2011 secondary medication hung on IV line and one way filter failed and secondary went up into primary line. Set was changed and discarded due to contamination. There was no pt harm or medical intervention. Although requested, no further pt or event details are available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported check valve failure. The customer stated the set had been discarded. A failure investigation could not be performed.